Manufacturer narrative:
Conclusion: based on the information received, the patient had a revision surgery to reposition the floating mass transducer (fmt) as a dislodgement of the fmt was suspected to be the cause for the reported lack of benefit. However after the re-positioning of the fmt, the patient could not hear intra-operatively. Therefore patient was re-implanted with new device. Device investigation found damage on the conductor link between fmt and demodulator which might be due to the reported extrusion of the conductor link in the auditory canal or due to an inadvertent damage during the revision surgery. This is a final report.

Event description:
The patient lost his hearing via the right vorp suddenly. The fmt was dislocated within the middle ear. The patient has a dysfunction of eustachian tube which causes a negative pressure in the middle ear. A revision surgery to reposition the floating mass transducer (fmt) was performed under local anesthesia. During surgery the conductor link was found in the auditory canal. No hearing was observed intraoperatively after repositioning of the fmt, therefore the patient was re-implanted with a new device. A trauma is not known and an implant check prior to surgery did not take place.

Event description:
The pt could not hear via the right vorp anymore and was re-implanted with a new vorp.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.